Event description:
The company was informed that the patient has developed an inflammation around the implant area. The patient was treated with antibiotics (type unknown). It's currently not known if the inflammation observed is due to an allergic reaction or bacterial infection. An allergy kit was sent to the center and external equipment was exchanged. Advanced bionics is currently in the process of gathering additional information. When more information becomes available, a supplemental report will be sent.